Event description:
The patient reported her blood glucose measured 390 mg/dl when she woke up and she injected insulin via pen and switched to her backup infusion device. Her normal blood glucose range is 100-160 mg/dl. No further information is available. The patient did not require assistance from a health professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.